Event description:
Customer states that the closurefast catheter did not close vein. Md felt it did not heat properly. Vein was visibly open immediately post op (ultrasound).

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. Additional information as well as the device to be returned have been requested. Should additional information become available, a supplemental report will be sent. Device did not return for evaluation

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)